Event description:
The customer called reporting they received an error 4 message when they inserted a strip into their freestyle meter. Through troubleshooting, the meter was found to be in the wrong uom, however, the customer had a meter that the uom was selectable. Through investigation, the meter was found to have suffered the memory overwrite malfunction. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
Complaint is confirmed. Performed investigation using returned meter. Meter is unlocked to mmol/l. Connected meter to pc. Downloaded glucose log, error log, and calibration parameters. Readings with an 18 cal code were not found in glucose log. Log error #s 0204, 0800 were found in error log. E3/ e4 errors with low battery icon were not observed. Memory overwrite was observed. Customers and retailers have been informed through the fa16may2006 letter.